Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd 7-in pressure rated set w/ maxplus a blockage occurred. There was no report of patient impact. The following information was provided by the initial reporter: verbatim. They did all occlude and would not draw back.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 13-sep-2022. H.6. Investigation summary: three samples (model#: mp5303-c) were returned by the customer. It was reported that the j loop is clogged. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a 10ml bd syringe, and then attempted to be flushed with water. The samples were able to be flushed without issue. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model: mp5303-c, lot number: 22035778 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13mar2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd 7-in pressure rated set w/ maxplus a blockage occurred. There was no report of patient impact. The following information was provided by the initial reporter: they did all occlude and would not draw back.